Manufacturer narrative:
(B)(4)

Event description:
The patient reported that they had experienced shocking and zapping from their implantable neurostimulator (ins). The patient tried connecting with their patient programmer and it showed a charge the ins screen so the patient was unable to adjust their stimulation. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.